Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle was loose. There was no report of patient impact. The following information was provided by the initial reporter: comes loose before trying to enter in patient.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-jul-2023. H.6. Investigation summary: our quality engineer first inspected the representative samples and photograph submitted for evaluation. Bd received 28 sealed 22ga x 1.00in. Insyte autoguard units from lot number 2063920. Additionally, one photo was provided. A visual examination and manipulation of the catheters revealed no damage or defects on the returned samples. One photo was also provided, but the photo only showed the dispenser box. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle was loose. There was no report of patient impact. The following information was provided by the initial reporter: comes loose before trying to enter in patient.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.